Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The system was implanted for low back pain. The pt complained of uncomfortable, intermittent and random pocket stimulation. Lead impedances were checked and were all fine. The doctor revised the pt and observed that the insulation of the quattrode lead was broken/bent where the lead exited the extension header (about 1" beyond). The pt did not report doing anything that would have cause the observed behavior. The doctor replaced the lead and the new lead was operating fine.